Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a spi to motor pic communication error alarm on the insulin pump. Customer stated that she got the alarm again after eating dinner and hitting the bolus key. Customer's blood glucose was 70 mg/dl at the time of the incident. Customer also mentioned that she went to the hospital on (B)(6) for high blood glucose. Customer had a low blood glucose reading and had food to eat. Customer performed the self test and the pump passed. Customer does not have a back-up plan and was advised to contact her health care provider to get a back-up plan. Customer was also advised that the pump will need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No communication error alarms were noted. The pump was received with all operating currents within specification and passed all the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The rewind functioned properly and no motor error, excessive no delivery, or communication error alarms were noted during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.